Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 598 mg/dl, which customer attempted to treat with a bolus delivery, but it was not received. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that infusion tube had air bubbles. Customer was assisted in releasing air bubbles. Customer would contact healthcare professional for further assistance.